Event description:
Hospital advised that the system was infusing on a patient, when the user observed the patient's blood pressure had increased. This occurred in neurocritical care. The user ordered a bag of dopamine from the pharmacy, set up and hung the dopamine on a pumping module that she added to the system. Dopamine was a premixed bag; 800mg dopamine in a 250cc bag. The time marked on the dopamine bag was 5:40 a.m., which is the time it came down from pharmacy. The estimated start time of the dopamine infusion was 6:00 a.m. Rate set was unknown. The nurse determined, within moments of starting the infusion and after eyeing the bag, that approximately 50ccs was missing from the bag. She checked the patient's blood pressure, saw it had increased and immediately clamped off the tubing, removed the pumping module and the administration set. Dopamine infusion was continued on another pumping module, using the same programming module. The programming module was removed from the patient at approximately 9:30 a.m. The patient's blood pressure came down again very quickly, so the hospital estimated the dopamine was infusing for a very short time. There was no patient consequence.